Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 113 mg/dl. The customer stated that self test was performed and it did not passed. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests; however, software error (filenumber = 26, linenumber = 3294) and the motor arm cannot communicate with the main arm (filenumber = 32010, linenumber = 2725) are found in the pump history file due to software errors.